Manufacturer narrative:
(B)(4) (leg pain, persisting back pain). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2015, patient underwent a revision surgery, spine fusion surgery was performed on the lumbar region from l2 to l3. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage(i.e., over the lamina). Allegedly, post-op, patient continues to experience chronic back pain and leg pain, with radiating pain, numbness and tingling in both legs and feet. Patient is not able to stand or sit for extended periods, patient has to constantly change positions and suffers with difficulty in walking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.